Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Nine days prior to onset of the peritonitis event the patient was hospitalized for an unknown indication. The same day as hospitalization, the patient was treated with intraperitoneal (ip) injection of reflin (1 gram once a day) and ip fortum (1 gram once daily). The cause of the peritonitis was unknown. At the time of this report, the outcome of this peritonitis event was unknown. Pd therapy was ongoing. No additional information is available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).